Event description:
It was reported that the patient's generator was replaced prophylactically. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
The generator was received and underwent analysis. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. No further relevant information has been received to date.

Event description:
It was reported through clinic notes that the patient was having an increase in seizure frequency. The parents were concerned that the vns battery was failing. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.